Event description:
The account generated a architect insulin result of 70 uu/ml on a specimen that tested axsym insulin of 40 uu/ml. The account is questioning the high architect insulin result. The architect insulin result was not reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
(Investigation in process, no conclusion can be drawn). Third party relationship: abbott laboratories, abbott diagnostics division, has entered into an agreement with denka seiken co. Ltd for the MFR of the architect insulin assay. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.